Manufacturer narrative:
This report is submitted on january 3, 2023.

Event description:
Per the clinic, the patient experienced swelling and pain over the implant site which was treated with oral antibiotics. The implant remains in-situ.